Event description:
(B)(4) order # (B)(4). Muocobu electric breast pump, breast pump electric breastfeeding pump 3 modes 10 levels dual rechargeable nursing double breast milk pump massage with touchscreen led on (B)(6) 2025, I (B)(6) purchased a new breast pump through my son and daughter-in-law's (B)(4) baby registry. Under baby registry (B)(6) when the package arrived on (B)(6) 2025, I discovered the pump was used and contaminated. There was dried breast milk residue, fingerprints, and visibly unclean components. This presents a serious health and safety risk to pregnant mothers and newborn infants due to possible bacterial contamination and bloodborne pathogens. FDA concern: breast pumps are classified as single-user medical devices and are not approved for resale once used unless properly sanitized and disclosed. (B)(4) failed to provide any warning or disclosure.